Event description:
The customer reported that the jaws of the device would no longer open while on the tissue. There was no pt injury. No further info including how the device was removed from tissue, was made available by the site.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not locked closed when received. A visual inspection noted no eschar or tissue between the jaws. The handle was latched and unlatched ten times without issue. The device was activated on simulated tissue and the jaws opened and closed without difficulty. We were unable to determine the cause of the customer's report based on our testing of the returned device. The IFU for this device states that in order to minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.